Event description:
Pt had a blood clot in the original stent. Pt was in the hospital for one week, after two more stents were implanted, one on either side of the old one. (The new stents were multilinked zeta stents.) Pt recuperated and now feels better.